Manufacturer narrative:
Device failure occurred, but not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the physicians programming wand having problems interrogating vns patients devices. Troubleshooting was performed and the communication problems did not resolve. A new programming wand was sent to the site and the non-working device was returned to manufacturer for analysis. Analysis of the programming wand confirmed that the device was not performing as intended. During the analysis, it was revealed that the serial data cable, which produced communication errors, and an open conductor. A known good bench serial data cable was substituted and all communications errors cleared.